Event description:
Customer reported that he was out by his fishing boat at the end of the dock and I slipped and fell in the water with the insulin pump on. Customer stated that there was a high pitched alarm and it ran for 5 to 10 seconds then it stopped. Blood glucose value was 130 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).insulin pump received with blank display and constant tone alarm due to moisture damage electronic assembly. Device received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.